Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that during an intravenous infusion, air was found in the tubing downstream of the device. No patient sequelae were reported.